Manufacturer narrative:
A ge svc rep performed an on site investigation. The ma and dose tables were set incorrectly. The sys was then found to be operating as intended.

Event description:
The customer reported the system's motorized movements became inoperable and it displayed green-like images. No report of pt injury or staff injury.